Event description:
It was reported during check that the cardiosave intra aortic balloon pump (iabp) needs maintenance. No patient involved.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d9,d10,e1(initial reporter),(event site mail),g3,g6,h2,h3,h6(problem code, impact code),h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs maintenance. No harm reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. During the first visit, the pump could not be evaluated because it was in use on another patient and functioning without any reported issues. During the second fse visit, no fault found with reported problem. Consultation with the clinicians revealed it was likely caused by the patient¿s condition. During performance tests, equipment failed pim tests. Safety disk found to be leaking and new safety disk fitted. Fully tested and all ok. Product passed all functional and safety tests per manufacturer specifications.